Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable issue occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. The reported event of a wearable issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.